Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device implant procedure, stylet component of the lv lead was stuck and could not be removed after several attempts. Lead was removed and a new lead was implanted. Patient was stable and recovering.